Manufacturer narrative:
Unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test, occlusion test due to constant pump error 43 during testing. Pump passed self-test. P-cap was attached and locked into place properly. Unit was successfully downloaded using thus for history files and traces. Pump error 43 occurred during testing and on 08/23/2025 22:16:22.000 until 08/23/2025 22:30:45.000 found in history files. Pump was cut open to perform visual inspection and found moisture damage to the pcba 1, pcba 2 force sensor and motor home switch. The following were noted during visual inspection: scratched case and label damage (stained). Prime/fill anomaly and pump error 43 were confirmed due to moisture damage to motor assembly. Exposed to moisture damage confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer¿s pump was unable to exit the reservoir preparation cycle, with a rewind message displayed after an alarm. The customer reported no adverse event. The event involved product(s) mmt-1712k. Troubleshooting confirmed the issue, and the pump will be replaced. The customer was instructed to revert to manual daily injections (mdi) per their healthcare professional's instructions and to place the pump in storage mode by removing the battery and holding the button until the screen goes blank. A video was requested to verify the pump replacement, as the customer was not at home at the time of the call. The customer will discontinue use of the insulin pump. No harm requiring medical intervention was reported. Mmt-1712k was requested, and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.